Event description:
It was reported that on (B)(6) 2023, a 21mm epic supra valve was implanted during an aortic valve replacement. On post operative echocardiography, there was a mean transprosthetic gradient of 16mmhg and maximal gradient of 30mmhg. Minimal central regurgitation was noted. On (B)(6) 2023, the patient was discharged. The patient was prescribed anticoagulant warfarin. In the early period after discharge, pericardial effusion was noted, which was treated successfully with medication steriods. Also, pneumonia was noted and treated. Anticoagulation was used for about six months after the procedure. On (B)(6) 2024, the valve had a mean gradient of 22mhg and maximal gradient of 46mmhg, and minimal central regurgitation was noted. On (B)(6) 2024, the patient was admitted to the hospital. On echocardiography, the prothetic leaflets were immobile, causing a mean gradient of 59mmhg and maximal gradient of 98mmhg. The decision was made to explant the device. On the explanted valve, the leaflets were almost completely occupied by thrombus. The valve was replaced with a 21mm sjm regent mechanical heart valve. On (B)(6) 2024, the patient was discharged in good health.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of explant due to valve leaflets immobility was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. The patient's international normalized ratio was unknown. On the explanted valve, the leaflets were almost completely occupied by thrombus. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.